Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Conclusion: no definitive conclusion can be made regarding the clinical observation with the information available. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged into the left ventricular outflow tract (lvot). An attempt was made to reposition the valve higher without success. The blood pressure was low and not responsive to medications. Cardiopulmonary resuscitation (CPR) was initiated and a balloon aortic valvuloplasty (bav) was performed twice. A second valve was successfully implanted valve-in-valve, however the blood pressure did not recover and the patient died in the operating room.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.